Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that reached 640 mg/dl. The patient was vomiting and had a urinary tract infection (uti). The patient had a urinary tract infection (uti). For treatment, the patient was put on a insulin and fluid drip. The patient was prescribed unknown medications to take home. The pod was worn longer than 48 hours on the abdomen. The patient is currently still in the hospital and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.